Event description:
Customer stated that she was experiencing high blood glucose of 450 mg/dl the day prior to the hospitalization and was treating with the insulin pump and manual injections. Blood glucose value was not coming down and 911 was called. Reading at the time of the call was 590 mg/dl. Customer had been vomiting for 25 hours prior to the hospitalization. The doctor stated that the customer had a slight heart attack and that may have caused the high. It was also reported that the device has a blank display. Customer inserted a new battery and received a battery out limit alarm. Basal rates are correct. Customer was not sure if the cannula was bent. Current blood glucose is 114 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, t is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.